Event description:
In 2009, the pt reported that he discontinued use of the infusion device since three weeks, because he states it is not functioning properly. He reported experiencing elevated blood glucose and since switching to injection therapy his blood glucose levels have improved. He stated that his normal blood glucose range while using the infusion device was 160-300 mg/dl, but then elevated to 300-400 mg/dl. His blood glucose ranges from 96-110 mg/dl while using injection therapy. He stated that he raised his basal rates from 19 units per day to 22.5 units per day and he saw no improvement. He stated that the time and basal rates were programmed accurately and he never forgot to bolus or prime the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.